Manufacturer narrative:
D10: 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 320-31-40 - glenosphere, 40mm (B)(6) 320-35-02 - small superior augment glenoid plate (B)(6) 322-10-00 - humeral adapter tray, +0 (B)(6) a10012 - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, during an initial right reverse total shoulder arthroplasty, a small calcar split occurred while impacting the humeral component. The proximal humerus was cerclaged x2 with 2 nice loops of #5 ethibond. The outcome is considered to be resolved.